Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a normal generator change out. Upon testing the leads during the procedure, it was found that the patient's right ventricular lead had loss of capture and high out-of-range pacing impedance. Lead externalization was also visualized. The lead was capped and replaced during the same procedure. Patient was stable after the procedure.